Event description:
It was reported that an acute stent occlusion occurred. Reportedly, the stent was placed in the femoral artery without issues. Four weeks after placement, the occlusion was noticed. Reportedly, the cause for the occlusion was that the patient had discontinued the medication. The patient was treated with aspiration and a new stent. No patient injury occurred.

Manufacturer narrative:
As part of all complaint investigations, an attempt to evaluate the subject device as well as how the device was used is considered. In this particular case no sample was available as the stent remained implanted. No images were provided. The lot records have been reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met all specifications prior to shipment. The review shows that no remarkable incidents occurred during the manufacturing process. Based on the information available and the fact that no images have been provided, the reported occlusion could not be confirmed. However, discontinuing of the medication could contribute to the reported problem of occlusion. Both product and non-product factors have been and will continue to be considered. In reviewing the current labeling, we found that the potential non-product related factors are addressed in the instructions for use (IFU). The IFU states that the physician experience and discretion will determine the appropriate drug regimen for each patient. The current instructions for use (IFU) for this product states: adverse reactions - potential complications associated with the use of peripheral stents may include, but are not limits to: arterial occlusion/restenosis of the treated vessel. Directions for use. Post stent placement. Note: physician experience and discretion will determine the appropriate drug regimen for each patient. This event is being reported because this device is the same or similar to the one marked in the united states.